Event description:
An (B)(6) male patient's mother contacted zoll customer support to report that a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (204 service code, bent pins or damaged e-belt connector, damaged cable or wires exposed) have been confirmed. Upon receipt the electrode belt failed the fall off test. The cause for the test failure was an open brown (-5v) wire and an open green (+3.3v) wire in the trunk cable connector. The cause for the open wires was a damaged trunk cable connector. The root cause for the damaged trunk cable connector was unable to be positively determined but is likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.